Manufacturer narrative:
Product event summary: analysis did not confirm the reported event. The customer did not accept the repair price, so the device was returned to the customer.

Manufacturer narrative:
Product event summary: analysis did not confirm the reported event. The display worked well. It was noted that the battery contacts were contaminated. However, the customer did not accept the repair price, so the device was returned to the customer un-repaired.

Event description:
It was reported that there was no display on the external pulse generator (epg) after it was turned on. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).